Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside the labeled altitude operating range. Reportedly, an obstruction was blocking the speaker holes. Customer removed the obstruction from the speaker holes and loaded a new cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer changed pump supplies to address the issue. Customer's blood glucose (bg) level ranged from 240 mg/dl - 568 mg/dl. Customer delivered a correction bolus via the pump to address bg.